Event description:
It was reported that two days post implant, the patient received an alert. Noise, loss of capture and sensing were noted. The physician determined the lead needed repositioning. After repositioning, when reconnected to the device, high impedance and no capture were observed. The physician thought it was due to the ICD and explanted and replaced the ICD. The same results continued to be seen and the lead was replaced. No further issues were seen after both ICD and lead were replaced. The patient was in stable condition after the event.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device as tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined. The reported high rv lead impedance was confirmed in the laboratory via review of the programmer printouts. Bench testing initially found high rv lead impedance that returned to normal during subsequent testing. The cause of the reported high rv lead impedance could not be determined.